Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred in the middle of the procedure and the procedure was said to be interrupted for approximately 12-20 minutes while the patient was being transferred to a different room. The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the reported phenomenon, and the device was found to operate appropriately. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic procedure, all of the indicators on the front panel illuminated, and would not respond. The users powered the device off, but were unable to power the unit on again. The patient was moved to a different examination room, and the procedure was completed with the use of a different video system. There was no patient harm reported.